Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va0bbqp, implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported the device had impedances greater than 40,000 ohms on all combinations involving contact 2 at 3.0v and there was rapid battery drain. The patient was not programmed on contact 2. There was 8 milliampere current on the left gpi across therapy impedance and 3 milliampere on the right gpi. There were similar programmed settings bilaterally. There were no known environmental or external factors contributing to the issue. The clinician planned to change programming from contacts 1 and 3 to contacts 0 and 1, so current would not cross over contact 2. No medical symptoms were reported.